Event description:
A civil suit notice received by haemonetics corp. Alleges that a plasmapheresis donor experienced a bruise which subsequently became infected. The donor underwent surgery to remove the infection.